Event description:
A falsely elevated troponin I result of 1.65 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was analyzed and a result of 0.03 ng/ml was obtained. The original sample was repeated on an alternate analyzer and a result of 0.17 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to sticking mixers.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to sticking mixers. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.